Manufacturer narrative:
During initial investigation the plan was shared with accuray, there were no problems detected; however, upon further evaluation of the registration done on the patient, it was concluded that the registration was off by 2-3mm as the result of use error. There was approximately an extra 0.2 gy to the skin on each the three fractions that were analyzed. The site agreed that the registration was incorrect.

Event description:
It was reported to accuray that a patient received a grade 3 skin reaction during a breast treatment on a tomotherapy machine.